Manufacturer narrative:
During use of a 5f mynx control device for vascular closure (vcd), the balloon jumped forward about 1cm and this allowed the sealant to deploy into the artery. The doctor was able to obtain pedal access and aspirate 90%+ of the sealant. Hemostasis was achieved by manual compress less than 30 minutes. The device was used after an interventional procedure. Prior to deployment, the balloon was pulled back to the arteriotomy and visualized under fluoro. The doctor was pulling tension so that the tension indicator lines matched up in the window. When he depressed button #1, he noticed that the balloon jumped forward. The patient returned to the physician for a follow-up ultrasound approximately 10 days later, where the ultrasound revealed a blockage of the superficial femoral artery, anterior tibial (at) artery, and tibioperoneal (tp) trunk. The patient was put on the schedule for treatment the following day. They performed an angiogram and there was sealant limiting flow in the superficial femoral artery, popliteal artery, tp trunk, and anterior tibial, as well as a 100% blockage of the peroneal artery. The doctor was able to aspirate some of the sealant out and was able to improve flow, but was not able to get 100% of the sealant out. The tp trunk in particular was reported to still have a fair amount of sealant in it. The patient has had to come back multiple times to have more sealant aspirated out, and the patient still is not fully recovered and will need to come back again within 7 days to have further work performed to clear out the at, tp, and peroneal arteries. The device was used after an interventional procedure. An antegrade approach was used. The vessel was not less than 5mm. The user was mynx certified. The other devices used in the procedure included a saber balloon, a 5f competitor sheath introducer, atherectomy and a competitor catheter. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location the right femoral, below the bifurcation. There was presence of pvd / calcium in the vicinity of the puncture site. The patient¿s hospitalization was not extended as a result of the event and the patient¿s status was recovered. There was not multiple sheath exchanges. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the button 1 and 2 were completely depressed. The introducer sheath was engaged to the device handle. The balloon was retracted into the advancer tube. The sealant was not returned for investigation. The condition of the returned device indicates that sealant was deployed. A product history record (phr) review of lot f1906501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control sealant inaccurate placement (intravascular)¿ could not be confirmed through analysis of the returned device, especially since procedural images were not received. Additionally, the reported ¿peripheral artery occlusion¿ could not be confirmed without picture analysis. Based on the information available for review and the product analysis, procedural factors (antegrade access with pvd present) may have contributed to the balloon ¿jumping¿ and deploying the sealant intravascularly. Pvd/calcium at the access site may prevent proper placement of the balloon, possibly resulting in improper placement of the sealant. An arterial occlusion is a known potential complication following an interventional peripheral procedure and is listed in the mynx control instructions for use (IFU) as such. An occlusion in the arteries distal to the closure site with pvd/calcium present can be caused by dislodged plaque/thrombus, or it can be caused by the sealant being deployed intravascularly. It was reported that the patient experienced complications from the occlusion ten days after the procedure; however, occlusions from intravascular deployments of a sealant are usually noted before discharge, usually found when checking pedal pulses, etc. Occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynx have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. If the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline in order to visualize the balloon while pulling back to the arteriotomy and to ensure that the balloon properly abuts the arteriotomy. Do not use 100% contrast solution as this will impact balloon inflation / deflation.¿ as warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ additionally, it should be noted that if the balloon is improperly placed (i.e. Secondary to branch vessel or venous valve) during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery/ vein. Neither the phr review, procedural films nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the button 1 and 2 were completely depressed.  The introducer sheath was engaged to the device handle. The balloon was retracted into the advancer tube. The sealant was not returned for investigation. The condition of the returned device indicates that sealant was deployed. Review of lot f1906501, UDI # (B)(4), revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The failure reported as ¿sealant intravascular deployment¿ could not be confirmed due to the condition in which the unit was received for analysis.  Based on the information provided and the investigation performed, the reported event experienced by the customer could not be conclusively determined. However, failure to maintain proper tension when actuate button 1 may resulted in intravascular deployment. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 5f mynx control device for vascular closure, the balloon jumped forward about 1cm and this allowed the sealant to deploy into the artery. The doctor was able to obtain pedal access and aspirate 90%+ of the sealant. Hemostasis was achieved by manual compress less than 30 minutes. The device was used after an interventional procedure . The device will be returned for analysis. Prior to deployment, the balloon was pulled back to the arteriotomy and visualized under fluoro. The doctor was pulling tension so that the tension indicator lines matched up in the window. When he depressed button #1, he noticed that the balloon jumped forward. The patient returned to the physician for a follow-up ultrasound approximately 10 days later, where the ultrasound revealed a blockage of the superficial femoral artery, anterior tibial artery, and tp trunk. The patient was put on the schedule for treatment the following day. They performed an angiogram and there was sealant limiting flow in the superficial femoral artery, popliteal artery, tp trunk, and anterior tibial, as well as a 100% blockage of the peroneal artery. The doctor was able to aspirate some of the sealant out and was able to improve flow, but was not able to get 100% of the sealant out. The tp trunk in particular was reported to still have a fair amount of sealant in it. The patient has had to come back multiple times to have more sealant aspirated out, and the patient still is not fully recovered and will need to come back again within 7 days to have further work performed to clear out the at, pt, and peroneal arteries. The device was used after an interventional procedure. An antegrade approach was used. The vessel was not less than 5mm. The user was mynx certified. The other devices used in the procedure included a saber balloon, csi atherectomy and glidecath. The sheath was a 5f pinnacle terumo sheath. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location the right femoral, below the bifurcation. There was presence of pvd / calcium in the vicinity of the puncture site. The patient¿s hospitalization was not extended as a result of the event and the patient¿s status was recovered. There was not multiple sheath exchanges.